Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, defibrillation cycling, and environmental chamber testing without duplicating the report. An internal inspection found no discrepancies. The lcd color display cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.